Event description:
The customer reports that the thermometer fell out of the cabinet and that she picked up the unit and found it in pieces because the battery had exploded. No one was hurt. Arc requested that the customer return the product. A lab analysis for this type of failure was performed on a similar device. The analysis of the batteries included an optical microscopy, CT scan and 2d x-ray and indicated the failure was due to a single component (battery) malfunction. The suspect batteries have not been used in production units since (B)(6).